Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's ins was removed on (B)(6) 2017 due to loss of therapy that started back in 2015. Patient stated that it stopped being as effective as when it was put in. Originally, they had over 50% effectiveness but then in 2015, it stopped being effective and last year in 2016, it went under 20% effectiveness. At that time, their healthcare professional (hcp) had them turn it off and then on again. The hcp then told patient they would take it out so that patient could have an MRI for their other medical issues. No further complications were reported. Date of event was estimate.